Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 52.0cm was returned for analysis. External insulation abrasion was noted at 10.2-10.3cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location.

Event description:
This report is to advice of an event observed during analysis.